Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was kayaking and fell into the water, she got out of the water and dried the insulin pump. Button error alarm was not present in the alarm history. Customer was concerned the insulin pump will not function. Blood glucose value was 200 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted during our visual inspection. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.